Event description:
It was reported that, "during the revision tka, the surgeon found a hair in the inner blister pack. Therefore, he immediately ordered a spare product instead. As a result, he had to wait about 150 minutes until the spare product has arrived. During the surgery, the surgeons and nurses wore t5 toga."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.